Event description:
It was reported that prior to the procedure on (B)(6) 2014, a nurse confirmed that single one among three units was wet in the storage. It was confirmed that the conditions in the storage that the product was in were not exposed directly to the cooling air. It was not used on the pt; no pt involvement. There was no tissue damage, no tissue loss and no bleeding reported. A new one was opened to complete the case with no problem. Additional info was received on 07/22/2014 with the following: only a single concerning product was put on the lowest shelf and it was not directly exposed to the cooling air that was blown from the outlet on the upper side of the storage. Also fibrin glue was contained in the same room. No problem such as damage and wet conditions had been confirmed when it was initially installed in it.

Manufacturer narrative:
Integra has completed their internal investigation on 01/13/2014. The investigation included: methods: eval of actual device; review of device history records; review of complaint history. Results: eval of device: one duraseal sealant 5ml polymer kit, x1 sealed in the display box was received. A water mark was observed on the display box within the shrink wrap. A review of the device history record indicates this device lot number was released meeting al quality specifications. A review of complaint data reveals no trend for a device related failure for this condition. Conclusion: the returned sample as received was found not to meet specification due to staining of display box. The reported condition was confirmed. Root cause could not be reliably determined, since the storage conditions experienced at the distribution center could not be verified.